Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. An assessment of the case was completed by bausch + lomb medical personnel. Consumer's symptoms of irritation are consistent with gpc. The condition is under the upper eyelid; it does not affect the cornea or bulbar conjunctiva. The irritation report is unlikely related to residual peroxide. The diagnosis of gpc may be related to factors unrelated to the device. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported visiting eye care practitioner for annual exam. Consumer reported discontinuing lens wear a week prior to the exam due to irritation. At the exam, consumer reported the doctor diagnosed giant papillary conjunctivitis (gpc). The consumer reported that the doctor prescribed medication for the condition. The doctor¿s office representative confirmed the diagnosis of gpc in patient¿s left eye and indicated that fluorometholone 1% was prescribed for stated left eye. The consumer also reported using pazeo for the right eye. The doctor¿s office representative stated that there was no diagnosis for the right eye. The consumer reported fulfilling the recommended treatment period, reports eyes to be recovered, and has returned to lenses.